Event description:
It was reported that intermittently the 9900 sys will not fully boot. The customer continues to use the sys. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the rtos, gpos and ethernet cable. Reloaded software. The sys was tested and found to be working as intended and placed back into svc.